Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they completely charged their implant to 100% on friday, but on sunday they had to charge again and wanted to know if there was something going on in the background or if it was just them. Agent asked, patient said their charge used to last longer, but now it was only lasting them like 2 days. Patient mentioned they used to have to charge the implant once a week. Patient confirmed they had not changed any settings or changed to a different group recently, but said it had been about a month since they had a representative adjust their settings. Patient was on group b and confirmed it was a legacy programming group. Agent reviewed implant battery depletion depended on settings and usage and redirected patient to their healthcare provider to further address the issue if the battery depletion issue continued.